Manufacturer narrative:
The investigation has determined that four non-reproducible, higher than expected vitros tropi es results were obtained from three different samples when processed on a vitros eciq immunodiagnostic system. The most likely assignable cause for the events is analyzer related; however, the investigation cannot rule out pre-analytical sample processing as a contributing factor. Additionally, the investigation was able to rule out a reagent malfunction as a contributing factor. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the eciq system was returned to its expected performance.

Event description:
The customer complained that four non-reproducible, higher than expected vitros tropi es results were obtained from three different samples when processed on a vitros eciq immunodiagnostic system. Patient 1 vitros tropi es result 0.496 ng/ml vs expected <0.012 ng; biorad l1 vitros tropi es result 0.062 ng/ml vs expected 0.034 ng/ml; troponin I free sample results 0.683 and 0.7 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).